Event description:
Started with high ferritin levels and chronic fatigue then pain in feet and hands, hair loss, weight gain, joint pain. Brain fog, dizziness, skin rashes. Heart palpitations and anxiety's I have seen multiple doctors and have had multiple tests. The conclusion is breast implant illness. Ref report: mw5163197.